Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited "no disposable clamp tubing" and "air in tubing" alarm. No patient injury reported.